Event description:
Unit has turned itself on 2 occasions. Vent was plugged into ac power during event. Vent was on shelf in storage when this had occurred. No human intervetion of any kind. Purchase order with unit states: unit shuts down.